Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal deliveries. The customer would resume insulin delivery without the need of changing any pump supplies. The customer stated that they would use their pump supplies for 3 days at a time. Tandem technical support advised the customer to change their supplies every 48 hours to keep with the insulin and cartridge labeling. The customer¿s blood glucose (bg) level ranged from not impacted to over 500mg/dl. The customer would change their cartridge, infusion set tubing, infusion set site and deliver a manual injection to address the elevated bg levels. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.